Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm. There was no report of any adverse pt impact. The available info does not indicate if the pt condition fulfilled the alarm criterion, if the alarm was on, or if the monitor alarmed. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a failure to alarm. There was no report of any adverse pt impact.